Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no blank display noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. Insert battery alarm did not display on the pump screen. The blood glucose was unknown. The customer stated that contact on the battery cap was neither damaged nor corroded and the spring was not damaged. The display did not turned after insulin pump restart. The device will be returned for the analysis.